Event description:
The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced erosion, unspecified graft malfunction, vaginal scarring (scar tissue), blood loss, vaginal vault and vaginal wall prolapse, discomfort, defects, cystocele, rectocele, enterocele (prolapse), shortened vagina, vaginal pain, dyspareunia, vaginal discharge, exposed mesh, mixed incontinence, pelvic organ prolapse, foreign body in patient, urinary urgency, urge incontinence, tight meatus, bladder neck obstruction, urinary retention, incomplete bladder emptying, poor urinary flow, elevated urinary residuals, sensation of things falling out, pelvic floor and vaginal cuff protrusion, vaginal perforation, apical prolapse, thin vaginal wall with atrophy, pelvic muscle atrophy, pain, weak bladder supports, scarification, atrophic vaginitis, nocturia, straining with bowel movements, fecal urgency, pelvic pain, granulation tissue, discharge, cramping, groin lipoma, urinary odor, vaginal bulge, rapid heart rate, constipation, pelvic muscle wasting, spotting, foreign body sensation, vulvar varicosities, soreness, abdominal pain, additional surgical and nonsurgical interventions.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced stress incontinence, elevated urinary residuals, sensation of insides falling out, pelvic floor protrusion, difficulty emptying bladder, difficulty emptying bowel, pelvic pain, anemia, urinary tract infection with odor, tenderness, and mesh exposure.